Manufacturer narrative:
Updated fields: b3, d8, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, an identification and definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: labeling. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the prevention method in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.